Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a record indicating that e-282 had occurred with the charge amount of the internal battery having been 99% was confirmed in the error log. The power management pca was replaced to address this issue. It was also confirmed by operational checking that the right button reacted as if pressed twice when pressed only once. Therefore, the front panel/keypad led pca was replaced. Finally, the power led did not turn on when the ac power supply was plugged in, the power supply pca was replaced to address this issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a record indicating that e-282 had occurred with the charge amount of the internal battery having been 99% was confirmed in the error log. The power management pca was replaced to address this issue. It was also confirmed by operational checking that the right button reacted as if pressed twice when pressed only once. Therefore, the front panel/keypad led pca was replaced. Finally, the power led did not turn on when the ac power supply was plugged in, the power supply pca was replaced to address this issue. The power management pca and front panel/keypad led pca were evaluated by the manufacturer's product investigation laboratory (pil) and found the power management pca and front panel/keypad led pca subassembly functioned as designed and operated without issue or error codes. In the previous report, section in box d: suspect medical device - product brand name and common device name, box h: manufacture date (rfb) was incorrect. The box d: suspect medical device - product brand name and common device name, box h: manufacture date (rfb) has been corrected in this report.